Event description:
The surgeon reported a posterior capsule tear while inserting a toric lens using the mtc-60 cartridge. The lens was removed because the patient's capsule was torn. A vitrectomy was performed. 1-week postoperative, the patient's best-corrected visual acuity is 20/80.